Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and failed due to bulging battery. Receiver boot test was performed and passed. Functional tests were performed and passed relevant tests but failed battery status test;serial number verification. Internal visual inspection was performed and failed due to missing damaged components. The log was downloaded and reviewed finding error related to complaint. The allegation was confirmed. The probable cause was determined to be receiver, defective battery. No injury or medical intervention was reported.